Event description:
It was reported via edwards clinical affairs that a patient with an edwards aortic bioprosthetic valve presented symptoms of aortic stenosis and mild aortic insufficiency after an implant duration of approximately 5 years. The patient was presented for possible transcatheter heart valve implantation inside the subject failing valve (valve in valve), however, did not meet the criteria for that type of intervention. There has been no information of a planned or scheduled intervention.

Manufacturer narrative:
Additional manufacturer narrative: the patient had initially been considered for a valve in valve procedure, however, further follow up with the clinical specialist that reported this case indicated the patient did not meet the inclusion criteria as the valve was too small. To date, the valve remains implanted; no information was provided to indicate a reoperation was scheduled. Stenosis of an implanted valve causes the heart to work harder to eject blood from the ventricle and can be, depending on the severity, an indication for valve replacement. There are multiple etiologies for bioprosthetic valve stenosis such as calcification, host tissue growth ... Etc. Without additional information or device return and evaluation, the type of failure cannot be determined or confirmed. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections.